Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
This pi is for the left hip. It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on or about (B)(6) 2015 on his left hip. It is further alleged that he suffered injuries as a result of implantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Patient has not yet scheduled a surgery for explantation of the left hip implant at issue.